Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fixation device failed to fixate the mesh. The subject device is not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2020. The instructions-for-use (IFU) included with the device states "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, a bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol 3dmax mesh to the abdominal wall of the patient with appropriate counter pressure. When fixating the mesh, the fasteners were not attaching to the abdominal wall and failed to secure the mesh. It was reported that when the device was removed from the patient and dry fired into air, no additional fasteners deployed from the device. It was reported that the implementation technique was reviewed with the medical personnel and the issue persisted. Another device was used to complete the procedure. There was no reported patient injury.